Manufacturer narrative:
Calibration was ok and controls were within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the ise sodium electrode on a cobas c 111. No incorrect results were reported outside of the laboratory. The samples were repeated on a cobas 6000 c (501) module. The units of measure were not provided. (B)(6). The sodium electrode lot number and expiration date were requested, but not provided.